Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). A device history record (DHR) review was performed on part 03.812.003, lot # 9910467: manufacturing location: (B)(4), manufacturing date: 31.oct.2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2017, after the insertion of the t-pal peek cage into final position, pivoting position; the surgeon could not detach the implant. It was also not possible to remove the applicator with the cage from the patient. The surgeon pushed the small button on the applicator knob to remove the applicator outer shaft and the applicator knob. After trying to remove the applicator inner shaft from the cage a dura leakage happened. The only way to remove the inner shaft from the t-pal cage was to cut the inner shaft at the distal end. The surgeon was able to remove all parts from the inner shaft. The surgery was prolonged about 3 hours. Patient condition after event is stable. The patient outcome is fine, the surgery was successfully completed. Concomitant medical products: t-pal spacer applicator knob (part # 03.812.004, lot # l021248, quantity 1); t-pal space applicator handle (part # 03.812.001, lot # 9941414, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was performed on the returned subject device. The distal end of the inner shaft is damaged. One of the two arms is dismantled from the inner shaft and shows massive signs of damage. The other arm is bent upwards and has also deep scratches on it. On the proximal end are no signs of wear and tear or damage visible. The middle part of the inner shaft shows some scratches. As reported in the complaint description the surgeon had problems to remove the inner shaft from the implant. It can be assumed that during the insertion of the cage the angle of the applicator to the sagittal plane was below the recommended 10 degrees. Additionally an over-rotation of the cage (more than 90 degree relative to the sagittal plane) eventually caused a jamming of the t-pal cage to the applicator. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.